Event description:
The pt was revised because of disassociation of the liner, it was noted the cup was retroverted.

Manufacturer narrative:
The exact date of implant was unk but it was reported to be approximately 2002. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.